Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with extraneal therapy. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date prior to the start of pd therapy, the patient experienced urinary tract infection (uti) and unspecified gastrointestinal issues which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. On an unreported date, the patient began treatment with injection maxipime 1gram once daily (route not reported) and injection vancomycin 2gram (route not reported) for peritonitis. The outcome was unknown. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information received stating the patient's peritonitis was recovered (date not reported). It was reported the patient died due to low potassium levels (onset and date not reported). On an unreported date, the patient was withdrawn from pd therapy. The patient was not on pd therapy at the time of death.